Event description:
Customer reported that their charging cable stopped working, the usb port was damaged requiring adjustment to charge the pump, and it took longer to fully charge. There was no adverse impact to the customer¿s blood glucose level. Customer is using an alternative charging cable and is in the process of obtaining a new device as their current device is out of warranty. No further follow-up was pursued by customer technical support at this time.